Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump had a priming and delivery of insulin anomaly. The customer stated that they sometimes push the insulin though manually. Customer's blood glucose level was unknown. The customer was advised against doing that. Unable to troubleshoot.